Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) has a chip and due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Based on the results of the investigation, the most probable cause of the a-rubber has a chip is expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure (due to adhesive peeling around bending tube, connection between bending section and distal end is detached) is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover (a-rubber) has a chip and due to adhesive peeling around bending tube, connection between bending section and distal end is detached. There were no reports of patient involvement.